Event description:
It was reported the pt experienced a surging or fading sensation at the paresthesia area. There is no known accident or incident related to this complaint. At the time of this report, the pt was at the clinic in good condition. The manufacturer rep reprogrammed the device. No further patient complications were reported.